Event description:
Home patient reports leak in pt line tubing near pt connector of homechoice set. Leak noted in prime of automated peritoneal dialysis therapy, prior to pt connection. Home patient states there was no injury and no medical intervention.